Event description:
The customer reported that during use of the q-CPR meter there were associated rib fractures with a skin tear at the upper and lower boundaries of the meter. The involved pt died, but the death is not related to the use of the q-CPR meter.

Manufacturer narrative:
(B)(4).